Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty inserting a lead into the implantable cardioverter defibrillator (ICD)&#773;ft ventricular (lv) port. The physician observed that it was extremely tight and required excessive force. After some time and difficulty the lead was secured and tested normally with good reading. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.